Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) is w/o stimulation and unable to establish communication with the ipg via the programmer. Based on the pt's program settings, normal battery depletion is suspected, but it cannot be confirmed.